Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported an end of service (eos) was observed. The device was off/disabled and no longer providing therapy. Patient reports she has been getting electrical shocks from her own body because the implant was not working and blocking since last weekend. There was no allegation/dissatisfaction with ins longevity. The patient was redirected to their healthcare provider (hcp) to discuss/schedule replacement surgery. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient reporting that a visit to their advanced pain institute determined that their device could not be ¿revived¿. The patient stated steps taken to resolve the eos and shocking was ¿they got it to give them one strong shock on the opposite side of their body and then nothing¿. Steps were taken to address the issues, but they were not effective. It was indicated that the eos and shocking was not resolved as they were waiting to see if their own shocks returned to determine if a new implant was advisable. The patient did indicated that they saw their healthcare provider (hcp) on (B)(6) regarding their eos and shocking. The patient indicated that they weighed 135 pounds at the time of the event. Additional information was later received from the patient on (B)(6), reiterating the report that they got one large shock on the opposite of their body and then nothing. It was indicated that the eos and shocking issue was not resolved and that no other actions were or would be taken to resolve the issue that they knew of. At this time the patient indicated that they weighed 140 pounds at the time of theevent which is different from their first report of weighing 135 pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.